Event description:
It was reported that the patient had been in the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 405 mg/dl while wearing the pod between 4 and 24 hours on the arm. Symptoms reported include high blood glucose levels and tingling in their feet. The patient reported redness around the pod site. The patient was treated with 8 units of insulin intravenously. The patient was released six hours later on the next day, (B)(6) 2026. The pod was removed and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.